Event description:
Boston scientific crm received info that during the initial implant procedure, the physician experienced difficulty positioning the right ventricular (rv) lead due to pt anatomy. One day post implant, the rv lead exhibited loss of capture and poor sensing measurements due to a microdislodgement. During the lead revision procedure, the physician again experienced difficulty placing the lead and it was noted that the as vs markers were close, 80 to 100 ms, however thresholds and impedance measurements were normal. The following day, rv thresholds were elevated and capture was noted. However, the sales representative stated that there may be reason to believe the rv lead dislodged into the atrium, but there is still conduction. The x-rays are not conclusive and the physician believes the pt's heart is rotated to the left. Since all numbers look fine, the physician is still deciding on the next course of action. The pt is not pacemaker dependent and the holter monitor shows the pt to be constant atrial fibrillation. No adverse effects were reported. At this time the product remains in service. If add'l info becomes available this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality document confirmed a regular device manufacturing.